Manufacturer narrative:
Qc's examination of the returned unit did not reveal any evidence of anything sparking or burning. Pad was also well beyond life expectancy.

Event description:
It was reported that the pad was sparking by the plug area.